Event description:
Boston scientific received information that following the implant procedure and pocket closure, loss of capture on the right ventricular (rv) lead was noted for three to five beats. Loss of capture was also noted while performing manipulations over the wound site and with head and arm movements. X-ray was performed and revealed no abnormalities. No further loss of capture was noted with movements and testing. The patient was not symptomatic to the loss of capture. This rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.